Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal lioresal 2000 mcg/ml at 258 mcg/day via an implanted pump. It was reported the pump was replaced on (B)(6) 2020 and would be returned. It was noted the pump was intermittently stalling and recovering without a known reason. The issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury (pump change required/completed)¿. The patient¿s weight was 95 kilograms and medical history was asked and would not be made available (legal/confidential reason). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient did not have symptoms of withdrawal, but the pump logs showed intermittent stalls that were not lasting long per the healthcare provider. The date of the event was unknown. The patient did not recently have magnetic resonance imaging performed. Troubleshooting was unable to be performed because the company representative was not with the healthcare provider/patient. The company representative planned to follow up with the healthcare provider/patient to consider options. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider. It was reported that the pump administered compounded baclofen. The patient recovered without sequela regarding device replacement for periodic motor stalls.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs baclofen with concentration 2000 mcg/ml was being administered at a dose rate of 257.8mcg/day as of 2020-aug-28. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the exact date or month was unknown when the intermittent stalls began but it occurred in 2020. The troubleshooting and diagnostics performed was the nurse practitioner was asked to rule out if the patient had been around magnets from recently purchased items (gauss level 10 or higher), or an MRI machine when the stalls occurred. Np determined that the patient has not recently purchased a device with a magnetic level and has not been in contact with an MRI. The actions and interventions taken to resolve the issue was the nurse practitioner spoke with the patient to rule out all potential motor stall causes and determine replacement should occur. The cause for the intermittent motors stalls was unknown. The managing team and surgeon would like to replace the pump soon. The issue was not resolved. The patient was stable, due to short stall increments, and the patient¿s medication dose is at a low rate, per the healthcare provider. The pump remained implanted and the healthcare provider would contact the company representative as soon as the patient had an or (operating room) date for replacement.